Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found full breach outer insulation degradation located adjacent to the connector boot at 4.5 cm from the connector pin. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.